Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This case, with patient identifier (B)(6) (aviva system), is related to case with patient identifier (B)(6) (compact plus system).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 121 mg/dl (aviva) and 73 mg/dl (compact plus). No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.